Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed using a watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device. The closure device was successfully implanted in the laa. There were no complications noted during the procedure. Immediately after when the patient woke up from anesthesia, the patient reported slight chest tightness and mild pain that was between his shoulder blades. A stat chest x-ray, EKG, and echocardiogram were performed and found to be within normal limits. The patient had a normal post-op recovery. An accu-check was obtained later that night, and the patient reported no complaints or symptoms. A code blue was called over an hour later when patient was noted to be unresponsive in ventricular tachycardia (v-tach). The nurse staff began cardiopulmonary resuscitation (CPR) and the respiratory therapists (rt) intubated the patient with an amp of epinephrine administered. After 15 minutes of resuscitative efforts, cardiac echo at bedside during a pulse check showed near cardiac standstill with only slight wall quivering movement. Another round of resuscitation was performed, with no improvement. The patient was reported to have passed away.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0037580217. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include chest pain/discomfort, arrythmia (ventricular tachycardia, pain) (imaging and medication required, hospitalization, intubation, resuscitation) and death risk review: a risk review was completed and confirmed that the events of chest pain/discomfort, arrythmia (ventricular tachycardia, pain) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed using a watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device. The closure device was successfully implanted in the laa. There were no complications noted during the procedure. Immediately after when the patient woke up from anesthesia, the patient reported slight chest tightness and mild pain that was between his shoulder blades. A stat chest x-ray, EKG, and echocardiogram were performed and found to be within normal limits. The patient had a normal post-op recovery. An accu-check was obtained later that night, and the patient reported no complaints or symptoms. A code blue was called over an hour later when patient was noted to be unresponsive in ventricular tachycardia (v-tach). The nurse staff began cardiopulmonary resuscitation (CPR) and the respiratory therapists (rt) intubated the patient with an amp of epinephrine administered. After 15 minutes of resuscitative efforts, cardiac echo at bedside during a pulse check showed near cardiac standstill with only slight wall quivering movement. Another round of resuscitation was performed, with no improvement. The patient was reported to have passed away.